Manufacturer narrative:
(B)(4). Concomitant products: us-115736 compr nano hmrl pps 36mm 562100; 113032 versa-dial 42x18x46 hum head 524410; 113954 md hybrid glenoid base 4mm 692160; pt-113950 pt hybrid glen post regenerex 739250. The complaint is under investigation. Once the investigation is completed a follow up MDR report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09384, 0001825034 - 2018 - 09385, 0001825034 - 2018 - 09386.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty and is experiencing stabbing pain reported in left shoulder at the three year follow-up. No additional information is available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received . The complaint was confirmed based on the medical records that was provided. Device history records were reviewed and no deviations or anomalies were noted. A definite root cause cannot be determined with the information provided. F any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty and is experiencing stabbing pain, difficulty in performing daily living activities at the three year follow-up. Medication was taken for pain control. Moderate signs of greater tuberosity tenderness were noted. It was mentioned that the event was not implant related but procedure related. No additional information is available.